Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/water channel of the subject device tested positive for ¿mesophilic aerobic bacteria (6 cfu)¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a microbiological test by the user facility, the biopsy channel of the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd-2 plus(not available in the USA) tested positive for ¿gramnegative rod bacteria¿. The number of germs are unknown. There was no report of infection associated with this report.